Event description:
It was reported that removal difficulty and coating issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, the tip of the wire was trapped by calcification. Upon withdrawal, the coating peeled off. When checked outside the patient, unusual resistance was also felt. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that during withdrawal, strong resistance was encountered, and there was concern that the device may separate. The microcatheter was pressed against the lesion as much as possible and the device was carefully withdrawn in a simple pull-out manner, ensuring that even in the event of separation, it would remain inside the microcatheter. Upon inspection outside the body, the coating at the distal tip of the device appeared to be damaged, and use was discontinued.

Event description:
It was reported that removal difficulty and coating issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 300cm, 8cm poly tip v-18 control wire was selected for use. During the procedure, the tip of the wire was trapped by calcification. Upon withdrawal, the coating peeled off. When checked outside the patient, unusual resistance was also felt. The procedure was completed with another of the same device. There were no patient complications as a result of this event.